Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to the emergency room after receiving multiple inappropriate shock for an unrelated event. Upon interrogation of the device prior note showed complete loss of capture on the atrial lead. The plan was to cap the lead. Patient was stable and will continue to be monitored. No further information available.